Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. It was reported that the patient was at home and unconscious at the time of the event. It was reported that the patient's wife, home care nurse, and ems witnessed the event. It was reported that CPR was initiated. After review of the downloaded data, it was confirmed that the patient received five inappropriate treatments at 16:13:17, 16:13:42, 16:14:06, 16:14:31, and 16:14:58 on (B)(6) 2015. The five defibrillations were delivered in response to bradycardia at 30 bpm. The post-shock rhythm for all five treatments was bradycardia at 30 bpm. Multiple counting contributed to the false detection. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The patient was taken to the hospital and passed away on (B)(6) 2015.

Manufacturer narrative:
Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4): 07/31/2012 - reuse, electrode belt (B)(4): 10/17/2011 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf